Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed intermittently after being changed out. The field service engineer replaced retractor band and module controller, but the issue was not able to recover. A field service engineer then replaced the drawer due to rail issue to resolve this. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie was intermittently failing after being replaced. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.